Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The patient is using a neuro 2 sound processor. Various trouble shooting steps were performed to confirm if the sound processor is the cause of the connectivity issues. This hypothesis has been discarded. Furthermore, the implant neuro zti cla was not explanted as of the date of this report. Currently, this event is not a serious injury. Follow-up reports will be submitted once explant is scheduled and device is received. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th, 2021 (international recall #: 211014).

Event description:
In vivo tests were performed on (B)(6) 2022 by oticon medical representative. Oticon medical representative reported a sudden loss of communication between the neuro zti cla implant, serial number (B)(4) and the sound processor. Different configurations were tested - changing the antenna, the processor and the strength of the magnet - but did not restore communication with the implant.

Event description:
In vivo tests were performed on (B)(6) 2022 by oticon medical representative. Oticon medical representative reported a sudden loss of communication between the neuro zti cla implant, serial number (B)(6) and the sound processor. Different configurations were tested - changing the antenna, the processor and the strength of the magnet - but did not restore communication with the implant. The device has been explanted on (B)(6) 2023.

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).